Event description:
Additional information received indicated during the next in clinic follow-up, noise, undersensing, and pacing inhibition were observed on the right ventricular (rv) lead. The device was again reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.